Event description:
It was reported that externalized conductors were observed. The lead was capped and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.